Event description:
During a pulse field ablation procedure, blood and saline leaked from the hemostasis valve of the agilis sheath following the insertion of a non-abbott (boston scientific) pulse select catheter. The same sheath was used, and the procedure was completed with no adverse patient consequences.